Event description:
A report was received from the user facility in (B)(6) stating a sudden surgery in vacuum during surgery caused a puncture in the posterior capsule. Additional info received stated an anterior vitrectomy was performed to repair the capsule damage and an alternative intra-ocular lens was implanted. Post-operatively the pt presented with significant myopia and a reduction in uncorrected visual acuity; however there was no reduction in best-corrected visual acuity.

Manufacturer narrative:
B+l service tech replaced the vacuum module. A supplemental report will be filed when the module has been evaluated.